Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had several episodes showing oversensing on the ventricular channels. The patient received atp due to the oversensing. The patient's vein was occluded and it was unable to revise the lead at that time, therefore the sensitivity was reprogrammed until the lead could be extracted. Programming changes were made and a dft was performed and confirmed undersensing of vt/vf resulting in external defib being delivered. The devices high voltage therapies were disabled and the patient received a lifevest until the rv lead can be revised. The patient is scheduled for lead extraction.